Manufacturer narrative:
Device received with normal operating current. Device passed self test. Device monitored for several days and no blank display noted. Device received with stripped battery cap coin slot(p), broken battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump went off. Customer stated that the battery cap was broken and crack on battery housing. Customer stated that the reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.